Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet stopped displaying dexcom g7 blood glucose data following a device restart, consistent with signal loss to the ilet, and that the user performed a sensor re-pair and site change due to elevated blood glucose. Symptoms included hyperglycemia. Outcomes included temporary interruption of cgm data display on the ilet with user impact limited to troubleshooting and education. Investigation included customer troubleshooting to toggle cgm model settings, re-pair the dexcom g7 using the provided pairing code, and complete a sensor repair during an infusion site change. Investigation of this case revealed a communication disruption between the dexcom g7 and the ilet that resolved after re-pairing, consistent with a transient data transmission issue without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue likely related to pairing or connectivity that was mitigated through standard troubleshooting.